Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during the therapy, procedure was delayed, and the procedure was ultimately completed. The philips remote service engineer (rse) inspected the system remotely and confirmed that the live image could not be displayed. Review of log files shows multiple system restart events on 3rd oct and system not power on (B)(6) . The rse performed the troubleshooting and found that the problem came from the database, which is full also, rse found that many examinations are not closed, there are still many examinations in the database from 2021. Rse erased all the examinations from the system in order to restart with a clean database. After the repair, the device was returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live image could not be displayed. The issue was found during clinical use. The device had to be restarted several times, which caused a delay to therapy; however, the procedure was ultimately completed. No harm has been reported to philips. Philips has started an investigation of this complaint.